Manufacturer narrative:
Continued from concomitant products: port-a-cath; huber needle; bd phaseal connector; td unk. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a leak occurred at the connection of the IV tubing set and the phaseal during a carboplatin chemotherapy infusion. The student nurse extern responded to a pump alarming air-in-line and opened the pump door and removed the tubing. As the student nurse extern performed this task the tubing set disconnected from the phaseal and the student nurse extern experienced a chemotherapy exposure and was sent to occupational health. The rn-nurse manager stated that while speaking to the nursing staff, she found that the nurse's are not using the spin collar to properly attach the tubing set to the phaseal. The bd sales representative stated that when assessing the tubing set, he found that the spin collar was very loose and would move freely up and down the tubing set, as well as, spin-off. The student nurse was sent to occupational health and did not require any intervention other than, standard first aid. There was no patient harm.